Manufacturer narrative:
A2: age at time of event: the patient's age was "9 decades". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.